Manufacturer narrative:
Upon receipt, the ICD interrogation revealed the battery status mol2. The device was implanted for about 20 months and 10 charging cycles were recorded to the device memory. The ICD was subjected to an electrical analysis. During the analysis the current consumption of the ICD was verified and found to be elevated, confirming the clinical observation. The ability of the device to deliver therapies was tested. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In a next step, the device was opened to inspect the inner assembly and to check the functionality of the electronic module. Visually no deficiencies were observed. The current consumption of the electrical module was directly measured. The measurement confirmed an elevated current consumption .further electrical investigations revealed that a low voltage capacitor of the electronic module was damaged, causing an increased current consumption. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Particularly the final acceptance test proved the device functions to be fully functional. In conclusion, the clinical observation resulted from a damaged low voltage capacitor on the electronic module. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. It is therefore assumed, that the damage occurred after the device shipment, however the date of occurrence was not determinable. Based on the analysis all therapy functions of the ICD were available while the device was implanted and in service. The returned ICD first underwent a status interrogation. The interrogation with a clinical programmer showed the device status eos and 158 registered charge processes. The memory content of the ICD was checked. The check of the available iegms showed interference signals in the ventricular channel and in the far-field channel, which had led to several shock deliveries, matching the clinical observation. The signal sensing of the device was then tested, which proved to be free of noise. The ICD sensed supplied signals free of interference .further analysis of the shock holter entries showed that the ICD performed at least 90 charge processes within one hour, on (B)(6) 2016. Eos was activated due to these rapidly successive charge processes. The eos state was removed with a technical programmer, and a subsequent interrogation of the ICD showed the battery state mol2. In a next step, the icds capability to provide therapy was tested. The antibradycardic output signal was normal and met the programmed values. A fibrillation signal was supplied, and the device reacted according to specification with a defibrillation shock. The specified energy level was reached, and the charge time was unremarkable. No indication of a malfunction of the ICD was found during the analysis.

Event description:
After an implantation time of 11 months, inappropriate shock deliveries were reported. The device then reached eos mode and was explanted and returned for analysis. Aside from the inappropriate shocks, no deterioration of the patient's state of health was reported.